Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Blood glucose level was 98mg/dl. During troubleshooting, a test bolus was successfully delivered without the occlusion alarm recurring while the customer was disconnected from the pump. Reportedly, the customer uses apidra insulin in their cartridge. Tandem technical support informed the customer that apidra was contraindicated for use with the pump. The customer believed the apidra use was the cause of the occlusion alarm and declined further troubleshooting.